Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
The patient presented to the emergency room with inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. Fluoroscopy revealed externalized conductors on the rv lead. The rv lead was capped and replaced and the patient was stable following the procedure.